Event description:
It was reported that customer had low blood glucose. It was reported that the bayer meter gave a blood glucose of 146 mg/dl and paramedics blood glucose read 22 mg/dl. Customer was hospitalized and the nurses were reading blood glucose from the bayer meter. Troubleshooting was declined as it was believed that the malfunction was with the meter and not the insulin pump. Caller was transferred to bayer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.